Event description:
It was reported that injector locking n40-o tubing disconnected and leaked. The following information was provided by the initial reporter: it was reported tubing was backing up with blood. Rn noticed a leak from the tubing, tubing disconnected. Verbatim: incident 3: chemotherapy tubing became disconnected while running mtx. Tubing became disconnected at injector site with the tubing laying on the floor and connector was still attached to patient¿s port with blood running out of port. About 10mls of chemotherapy was lost and on the floor. Dr. Notified.

Manufacturer narrative:
Correction: incident 1 is a duplicate complaint of MFR report # 3003152976-2021-00612 that has already been reported for malfunction. Incident 2 is a duplicate complaint of MFR report # 2243072-2021-02353 that has already been reported for malfunction. The following fields have been updated with additional/information: b.5. Describe event or problem: it was reported that injector locking n40-o tubing disconnected and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported tubing was backing up with blood. Rn noticed a leak from the tubing, tubing disconnected. Verbatim: incident 3: chemotherapy tubing became disconnected while running mtx. Tubing became disconnected at injector site with the tubing laying on the floor and connector was still attached to patient¿s port with blood running out of port. About 10mls of chemotherapy was lost and on the floor. Dr. Notified. E.4. The initial reporter also notified the FDA on 18 august, 2021. Medwatch report # mw5103062. G.3. Report source other: medwatch report.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that injector locking n40-o tubing disconnected and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported tubing was backing up with blood. Rn noticed a leak from the tubing, tubing disconnected. Verbatim: incident 1: the patient¿s mother called out because the tubing was backing up with blood. Rn noticed a leak from the tubing. Methotrexate was leaking from the tubing at one of the connection sites and onto the bedding. The tubing/medication was thrown away and the physicians and the pharmacist was made aware. Incident 2: (same patient as incident 1): pt had 24 hour methotrexate running this rn answered call bell to find tubing disconnected and mtx running onto bed. Pt had injector/connector/cage assembly still connected to her line and the tubing had disconnected from that. Incident 3: chemotherapy tubing became disconnected while running mtx. Tubing became disconnected at injector site with the tubing laying on the floor and connector was still attached to patient¿s port with blood running out of port. About 10mls of chemotherapy was lost and on the floor. Dr. Notified.